Event description:
Patient care specialist (pcs) contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on behalf of the patient. The sensor was inserted on (B)(6) 2015. The sensor pod was removed on (B)(6) 2015. After removal of the sensor, the patient removed the transmitter, and the flap of the sensor pod with the two black dots and the sensor wire came out of the pod and stayed stuck to the transmitter. The pcs did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).